Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was noted the pacemaker had triggered a premature elective replacement indicator (eri). No changes or interventions were reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.